Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent inaccurate fill estimates were received after loading cartridges onto the pump. Blood glucose (bg) level ranged between 179-649 mg/dl and manual injections were used to correct. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.